Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be implanted. The rv lead was not used and replaced with new rv lead during the procedure. The replacement rv lead was subsequently explanted due to an unspecified issue. Patient status was not reported.